Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Was the device used in one or multiple firings to complete the single rectum transection? What color cartridges were used for the firing(s)? Can you please clarify what was meant by, ¿unable to staple with the device because staples were not well positioned¿? Can more detail about the staple form seen be provided? Is the colostomy temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during an operation requiring colorectal anastomosis, the surgeon was unable to staple with the device because staples were not well positioned. The cutting of the tissues was effective. The procedure turned into a colostomy with release of faeces into the peritoneum. Patient put on antibiotic.

Manufacturer narrative:
Product complaint (B)(4). Batch # r57e65. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recessed below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Rectal procedure. Did the patient receive any preoperative chemotherapy or radiation? Yes. Was the device used in one or multiple firings to complete the single rectum transection? Only one firing. What color cartridges were used for the firing(s)? Unk. Can you please clarify what was meant by, ¿unable to staple with the device because staples were not well positioned¿? Section without stapling because the staples were not placed. Can more detail about the staple form seen be provided? Form "u". Is the colostomy temporary or permanent? To review. What is the current status of the patient? The patient is well.